Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced repeated insulin occlusion alerts on an infusion set (contact detach) for several hours, including a prior alert the day before, and the issue resolved only after changing all infusion supplies and using a new body site. Symptoms included no reported changes in blood glucose. Outcomes included the need for troubleshooting and education with a successful supply change and continued monitoring. Investigation included guided troubleshooting, supply replacement from different boxes, and a site change. Investigation of this case revealed an occlusion condition consistent with an infusion set or site-related blockage that was resolved after replacing supplies and changing the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or insertion-site occlusion.